Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via social media regarding a infuse part for spinal therapy. It was reported that bmp ruined neck of the customer when the doctor used it to fuse cervical 1-2 without patients consent. He used 10x the ¿normal ¿ amount. No more information was available.